Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 3.1 was failed to open and recover. A field service engineer powered off the device, removed the back panel, and reseated the row board cables to the drawer controller, then restarted the device, and the drawers were detected successfully, verified the repairs using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 and drawer 3.1 were not opening and failed to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.